Manufacturer narrative:
Evaluation summary: batch records were reviewed and no similar complaints have been received so far for this lot. Investigation showed that no remarks related to this complaint in batch record visual inspection: all syringes were visually inspected, no component deviations were reported during this inspection. A functionality test was performed on retention samples, the result was acceptable. Investigation of the complaint sample: one used syringe with assembled luer lock adapter and without cannula was received. A functionality test with a reference cannula was performed, the result was acceptable, the cannula didn't' detach. Apparently the cannula was not completely assembled on the syringe before use, which caused detachment of the cannula from the syringe. Root cause has been identified as incomplete fixation of the cannula on the syringe by the customer. (B)(4).

Event description:
A facility reported, the cannula detached from the syringe when this product was injected. He stated no patient injury occurred. Additional information has been requested.